Manufacturer narrative:
The pump was returned to animas for evaluation. Product analysis could not investigate the pump due to the damage to the product. The display screen was found damaged, there was impact damage to the pcb and the pump would not power on.

Event description:
It was reported the insulin was hot to the touch, both on the pump casing and the battery. The patient dropped the pump and it was crushed in a car door. The patient suffered no injury and did not seek medical attention. Troubleshooting revealed the battery cap was secure and prior to this issue there was no damage to the casing, no corrosion and the pump had not been exposed to water.